Event description:
Physical therapy was working with this patient who was on optiflow. I was notified by telemetry monitoring that her oxygen saturation had decreased to the 70s. The physical therapist working with her also called me to tell me that her oxygen was showing 77 on her telemetry box. I quickly went into her room to assess. The pt was encouraging her to take deep breaths through her nose and relax. Upon assessment, I observed that the optiflow tubing had actually ripped and there was a leak in the spiral white tubing that connects from the nasal cannula to the blue tubing. I immediately pulled the tubing together and taped it to create a closed oxygen flow. And I called respiratory therapy to assess. It took approximately 10 minutes for patient's oxygen saturation to increase to the 90s. The rt said he was tied up with a patient in CT lab and could not leave. He had consulted two other rts regarding other patients, so they were tied up too. Physical therapy and myself stayed with the patient until respiratory therapy could come in and replace the optiflow tubing.